Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up and upon interrogation, the implantable cardiac monitor exhibited a diagnostics anomaly. On (B)(6) 2015 the device again exhibited a diagnostics anomaly. Despite clearing the episodes, the same issue occurred each time the device was interrogated. After a device software download, normal function resumed. The patient was in stable condition.